Manufacturer narrative:
Additional product information obtained can be found in section d. Furthermore, no medical interventions/treatments were required due to the complications. Also, per the article correspondence (a professor), the complications were not caused or contributed to a failure of a da vinci system, instrument, or accessory.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed since there is insufficient or unconfirmed product/event information. There is insufficient information to determine the specific system that was used during the procedures with complications, thus, the product is reported as not applicable. Source: li k., bai k., yang m., chi h., wang h., lan d., sui c., zhang d. (2023) efficacy of bilateral axillo-breast approach thyroidectomy using the 4th-generation da vinci surgical robot: a single-center analysis of 649 cases doi:10.7659/j.issn.1005-6947.2023.11.007 field a2 reflects patient's mean age in robotic group. Field a3 reflects majority of patient's gender in robotic group. Field b3 reflects published date of the article as the actual event date is not provided in the article.

Event description:
During review of a literature article which described intra-operative and post-operative complications of robotic assisted bilateral axillo-breast thyroidectomies, the following complications were documented: in a study of 649 patients over a period of approximately three years, there were 247 temporary complications documented. Peri-operatively, there were 71 documented cases of recurrent laryngeal nerve (rln) electromyography (emg) signal degradation. Post-operatively, there were 17 cases of temporary rln injury, four cases of temporary coughing during drinking, temporary reduction of vocal range in 10 cases and temporary hypocalcemia in 145 cases. During a median follow-up of six months, there were no permanent complications.